Event description:
It was reported that during a ventrale spinal column stabilization ("ventrale wirbelsäulenstabilisierung") procedure, the device did not fire at all. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Malformed clip - jaws closed - advancer bypass. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during three consecutive firing sequences; pear shaped clips were released due to an advancer bypass. During the next firing sequence the device fired the remaining clips as intended. The device locked out as intended but the orange indicator was not visible. The batch record was reviewed and no anomalies were noted during the manufacturing process.